Event description:
In 2000 pt had surgery-right knee diagnositc arthroscopy with medial partial knee resurfacing. Pt tolerated surgery well. In 2002 pt was admitted for revision of pkr. Diagnostic arthroscopy/plastic skin closure. The operative findings the medial compartment was inspected. There was noted to be premature wear of the polyethylene tibial component.